Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (30 mg/ml at 16.021mg/day) and fentanyl (600mcg/ml at 320.42 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient came into the office and complained that her personal therapy manager(ptm) was not working. When the provider tried to refill her pump it was noticed that the pump was flipped under fluoroscopy.  It was noted that the pump had flipped previously since the last refill but did not know when it started. It was noted that the patient also had fluid around the pump; the healthcare provider removed 140 ml of fluid from around the pump. The pump was manually flipped back over and refilled. It was confirmed that the personal therapy manager (ptm) was working and that the pump was in the correct position.  The patient was being referred to a neurosurgeon for possible pocket revision and/or catheter replacement.